Manufacturer narrative:
H3: product analysis: #705769698: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex embolization device and the phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex puhswire returned stuck within the phenom 27 catheter. Damage location details: the pushwire was returned extending out from the hub. In addition, the distal end of pipeline flex braid and tip coil deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of the pipeline flex were found fully opened and moderately frayed. In addition, the middle of the pipeline flex braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No bent or kink was found with catheter. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the pipeline flex could not be pushed forward or removed. For further examination, the catheter was cut to remove the pipeline flex and braid from the catheter lumen. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at middle section as the middle of the pipeline flex braid was found to be fully opened and no damage. In addition, the distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the stent catheter was in place, the pipeline was deployed and it was found that the middle section of the pipeline could not be opened. After a series of waiting and pushing and pulling adjustments, the effect was not ideal. So the whole system was removed. To be on the safe side, a new phenom27 was replaced as the stent catheter. After it was in place again, the ped-450-25 stent was selected, successfully delivered and deployed. The surgery was over. The pipeline was deployed more than 50% when it failed to open. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured c6 aneurysm with a max diameter of 4mm and a 3mm neck dia meter. The landing zone artery size was 3.5mm distally and 4.0mm proximally. The access vessel was the femoral artery with a diameter of 8mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered and the platelet reactivity units (pru) level was up to standard. The post procedure angiographic result was normal. Ancillary devices include a phenom27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.